Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported being in the emergency room due to a low blood glucose level on (B)(6) 2022. The customer¿s blood glucose level was 25 mg/dl at the time of hospitalization. The customer was treated with glucose tablets and intravenous infusion. The customer also reported that the insulin pump had a post-reset ram crc alarm. Troubleshooting was performed. The customer had been using an insulin pump system within 48 hours of reporting a low blood glucose event. The customer stated that the auto mode feature was not active at the time of the low blood glucose event. The customer alleges the insulin pump was over-delivering insulin, they had taken 60 units. Also, the customer was able to clear the alarm and rewind the insulin pump. No further patient complications were reported. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Emergency medical service was dispatched and the customer was hospitalized for alleged low bg's, customer stated the insulin pump gave her 3 days' worth of insulin and insulin pump error on (B)(6) 2022. On svn 000314600157 the customer reported alleged battery cap damage on (B)(6), 2022. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0876 inches. No displacement anomaly or over delivery anomaly noted. The insulin pump was received without the original battery cap. Unable to verify damage to the battery cap. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. The insulin pump was programmed and monitored for 4 days with a basal profile. The basal profile delivered properly. No basal anomaly or insulin pump error noted. The insulin pump was programmed with test boluses and monitored. All boluses delivered properly. No bolus anomaly noted. History download was successful using thus and carelink upload was successful. The motor was tested outside of the insulin pump and passed. Please see below for the insulin pump error lists on the event date in the insulin pump history file. (B)(6), 2022 16:40:21.000 alarmalertnotification systemtime = (B)(6), 2022 16:40:21.000 faultnumber = post-reset ram crc alarm (23) (B)(6), 2022 16:42:17.000 alarmalertnotification systemtime = (B)(6) 2022 16:42:17.000 faultnumber = post-reset ram crc alarm (23) per freger, mark r&d engineer - here is the delivery and insulin pump error analysis for the event day ((B)(6), 2022). As per insulin pump history, during aug 12 the insulin pump deliver the following programmed boluses: (B)(6), 2022 07:45:18.000 normalbolusdelivered eventtype = 220 sourceid = insulin pump (ngp is in open loop state) historyrecordlength = 26 systemtime = (B)(6), 2022 07:45:18.000bolusprogrammingmethod = bolus wizarbolusnumber = 92presetbolusnumber = 0 normalbolusamountprogrammed = 6.5 bolusamountdelivered = 6.5activeinsulinatprogrammingtime = 0 august 12, 2022 12:30:02.000 normalbolusdelivered eventtype = 220sourceid = insulin pump (ngp is in open loop state) historyrecordlength = 26systemtime =august 12, 2022 12:30:02.000bolusprogrammingmethod = bolus wizardbolusnumber = 9presetbolusnumber = 0 normalbolusamountprogrammed = 3.4 bolusamountdelivered = 3.activeinsulinatprogrammingtime = 0hex = dc 00 1a 82 8b 37 da a7 fd cc 70 01 5d 00 00 00 84 d0 00 00 84 d0 00 00 00 00 (B)(6), 2022 15:04:06.000 normalbolusdeliveredeventtype = 22sourceid = insulin pump (ngp is in open loop state)historyrecordlength = 26 systemtime = (B)(6),2022 15:04:06.000bolusprogramming method = bolus wizardbolusnumber = 94presetbolusnumber = 0sourceid = insulin pump (ngp is in open loop state)historyrecordlength = 17 systemtime =(B)(6), 2022 08:00:00.000basalpatternnumber = basal 1basalpatternnumber = basal 1segmentnumber = 2basalrate = 0.6 total3 = 3x0.6=1.8u total basal: 3.6+8.45+1.8=13.85uso, total delivered insulin was 13.3+13.85=27.15u ¿ I don¿t think this was 3 days¿ worth of insulin.unfortunately, the long traces due to memory corruption insulin pump error do not cover the timeframe of the event, and I cannot confirm the delivery in traces. The insulin pump passed the functional testing, including the displacement test and delivery accuracy test. Unable to confirm alleged low blood glucose over delivery anomaly not confirmed. Exposed to magnetic field or MRI not confirmed. Insulin pump error not confirmed. Battery cap damage unknownbasal anomaly or bolus anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Event description:
The customer reported via phone call that they visited the emergency room on (B)(6) 2022 at 8:00 due to hypoglycemia. Customer clarified exact time frame the event began was 20:00 so 8:00pm. Blood glucose at time of event was 25 mg/dl. Blood glucose at time of the call was 280 mg/dl. Customer mentioned having diabetic shock as well. Customer was treated with an intravenous infusion and glucose from a tube and also took glucose tablets. When asked what events led to admission customer stated a insulin pump received insulin pump error and was exposed to magnets, had a pouch of magnets. Customer alleged that the insulin pump delivered 3 days worth of insulin due to the reservoir having over 60 units missing and no bolusing was done. During troubleshooting the customer checked the status screen and then visually inspected the reservoir and stated the reservoir was showing same amount of insulin as shown on status. Auto mode feature was not in use.